Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. It is therefore unknown if the device failed to meet specification. The device was being used for treatment at the time of the reported event. A potential failure mode could be '3.2 air leakage into the system¿ with a potential root cause of '3.2.1 misconnection of supply and return lines.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The product code for this z300- inaccurate flow rate product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300- inaccurate flow rate product labeling is found to be adequate based on past reviews. Correction: labeled for single use.

Event description:
It was reported that the arcticsun device was displaying suboptimal flow rate. The flow rate was 1.4l/min. Per troubleshooting, the pads were disconnected and reconnected with no improvement. The fluid delivery line was removed. The flow rate was 2.7l/min, the inlet pressure was -10psi, and the circulation pump command was 50%. The pads were reconnected and still no improvement to flow. The nurse was advised to switch out the pads. The nurse was called back and stated the device was switched. The flow rate was still low. She was advised again to switch out the pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arcticsun device was displaying suboptimal flow rate. The flow rate was 1.4l/min. Per troubleshooting, the pads were disconnected and reconnected with no improvement. The fluid delivery line was removed. The flow rate was 2.7l/min, the inlet pressure was -10psi, and the circulation pump command was 50%. The pads were reconnected and still no improvement to flow. The nurse was advised to switch out the pads. The nurse was called back and stated the device was switched. The flow rate was still low. She was advised again to switch out the pads.